Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer blood glucose level was 525 mg/dl at the time of incident and current blood glucose was 599 mg/dl. The customer also report that insulin pump had blank display and customer also state her pump vibrated with an alarm and then turned off. Customer states the contacts on the battery cap are not missing or damaged. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. The insulin pump will be returned for analysis.